Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed after the indicator window turned black. The device was removed. Hemostasis was achieved through manual compression. There was no reported patient injury. The exoseal vcd was used in an interventional procedure via a retrograde approach, and the physician was certified in its use. There were no visible signs of device or packaging damage prior to use, and the device was stored and prepared according to the instructions for use. Femoral artery suitability was confirmed via angiography, including appropriate insertion angle; vessel diameter was at least 5 mm; no visible calcium, plaque, tortuosity, or stent was present near the puncture site; and there was no stenosis over 50%, recent closure, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped and the indicator window turned solid black. When attempting to depress the button, it could not be pressed at all. The indicator window showed solid black at the time, and no red color was observed during retraction. Excessive force did not allow the button to be depressed. The device was returned for evaluation.

Manufacturer narrative:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed after the indicator window turned black. The device was removed. Hemostasis was achieved through manual compression. There was no reported patient injury. The exoseal vcd was used in an interventional procedure via a retrograde approach, and the physician was certified in its use. There were no visible signs of device or packaging damage prior to use, and the device was stored and prepared according to the instructions for use (IFU). Femoral artery suitability was confirmed via angiography, including appropriate insertion angle; vessel diameter was at least 5 mm; no visible calcium, plaque, tortuosity, or stent was present near the puncture site; and there was no stenosis over 50%, recent closure, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped and the indicator window turned solid black. When attempting to depress the button, it could not be pressed at all. The indicator window showed solid black at the time, and no red color was observed during retraction. Excessive force did not allow the button to be depressed. A non-sterile 6f exoseal vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection showed the deployment lever in the non-depressed position, while the guard was locked. The plug was present in its manufactured position, and the indicator wire was found deployed. A non-cordis 6f catheter sheath introducer (csi) was returned partially inserted on the unit. The indicator window was observed in the black/white position. No additional anomalies were noted during this inspection. A functional simulated deployment was performed to evaluate device functionality. The indicator wire was first pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, which resulted in the expected retraction of the indicator wire and proper plug deployment. The indicator window subsequently transitioned to the black/white/red position as intended. A high-magnification microscopic assessment of the internal mechanism was conducted. No abnormal conditions were observed. The reported event of ¿deployment lever (button)-frozen/locked¿ was not observed through analysis of the returned device as it passed functional analysis with no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be determined during analysis of the returned device. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to inability to depress the button event reported since it was able to be depressed completely without friction during functional analysis. However, procedural/handling factors (even though the user reported that the window was in solid black position when the button depression was attempted) possibly contributed to the issue experienced during the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.